Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received states that the right ventricular lead was explanted and replaced successfully, due to impedance continued to rise. The patient's condition was good post procedure.

Manufacturer narrative:
Supplemental MDR-2018-18433-01 should have been (B)(6) 2018 rather than (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with the right ventricular high voltage impedance out of range for rv to can. The lead had been between 60 - 80 ohms from may through (B)(6) 2017. Lead jumped to >200 ohms in (B)(6). All other hv vectors were normal and within range. Patient has been and is completely asymptomatic. The patient had presented for chest x-ray however no results were available as of (B)(6) 2018.